Event description:
A customer reported a malfunction alarm labeled as "malfunction 199" with specifics indicating a malfunction in the pump referred to as "malf 6." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After understanding the issue and following steps found online, the customer managed to reset the pump themselves, and the malfunction code did not recur. Technical support advised the customer to continue using the pump and to reach out if the issue reoccurs.